Event description:
The user reported difficulty in inserting saw blades into their sternum saws and in 07/05, the sales representative was at the facility performing this product training. The user reported that they were concerned with any type of delay in inserting a saw blade into the sternum saw. They then reported that a pt had expired and that any type of delay in assembling the saw blade and sternum saw would be unacceptable. The reporter confirmed to the sales representative and linvatec that this sternum saw was not used on the pt. The pt died from a ruptured aorta. Their deathe was not associated with the device. Linvatec requested the sternum saw to be returned for investigation, but repeated attempts to obtain the device have gone unanswered. They did report that the sternum saw has been sent to risk management. They also reported that they utilize a 3rd party repair facility, but attempts by linvatec regulatory to obtain the name of this facility were not provided.